Event description:
Patient reported "has had symptoms, and its composition has changed." Later reported "I have had pain in my right breast. The magnetic x-ray was taken and it showed the rupture. The silicone has flowed under the pectoral muscle and between the muscles." Device remains implanted. This relates to right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, migration.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.